Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready indicator cells, lot 221870, with a known anti-jka sample on the galileo neo.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Reactions appeared as reported by the instrument. Unable to rule out that initial vial of indicator cells had been compromised.